Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Incomplete depuy synthes has .been informed that the lot number is not available.

Event description:
The affiliate reported via email shoulder arthroscopy: the metal tip of a vapr electrode fell of during the operation and was then removed from patient. Unsure of delay to surgery and no reported negative patient outcome. (B)(6) rep not present during procedure information was forwarded by a scrub nurse who was in theatre. Additional information received via email from the affiliate on (B)(6) 2017 it is unknown if the breakage resulted in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. It is unknown if the fallen component occurred near surgical site. The procedure was able to be completed. No reported patient impact.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Additionally, the lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email shoulder arthroscopy: the metal tip of a vapr electrode fell of during the operation and was then removed from patient. Unsure of delay to surgery and no reported negative patient outcome. Jnj rep not present during procedure information was forwarded by a scrub nurse who was in theatre. Additional information received via email from the affiliate on 10-8-2017: it is unknown if the breakage resulted in surgical delay of greater than 30 minutes. It is unknown if the fallen component occurred near surgical site. The procedure was able to be completed. No reported patient impact. Per additional information provided on 11-14-2017, the product for this case is not available for return.